Event description:
The customer reported the display is blank and there is a solid red x with a chirp. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The mode during use was not reported. The device was evaluated at philips and the issue was verified. The processor pca was found to be defective. Replacing the processor pca resolved the reported issue. The device passed testing and was returned to the customer.